Event description:
It was reported that the patient sought medical attention for hypoglycemia on january 2024, patient stated it was a monday on the first week of january. Symptoms reported include confusion and tremors, reported as "shaky." Treatment provided by the paramedics include glucose. The patient was not admitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.